Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued alert 38 motor stall alarms despite multiple restarts and a complete supply change, resulting in failure to infuse insulin; the user performed a successful dry run but the alert recurred upon reconnection, and the device will be replaced. Symptoms included hyperglycemia with highest reported glucose of 325 mg/dl, dizziness, and increased urination. Outcomes included the need for unexpected medical intervention in the form of subcutaneous insulin injections and classification as a serious illness/impairment. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a device component issue involving the motor, consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.